Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, patient experienced symptomatic glare and halos. It did not improve with surface treatment with all avenues had been exhausted. The lens was exchanged for an unknown advanced technology intraocular lens (atiol) after the initial implant procedure. Additional information received stating that patient experienced glare and rings around lights and patient issue never improved following operation. In the surgeon¿s opinion patient did not tolerate symptoms of a multifocal iol. The lens was exchanged with company iol with same model and different diopter following the initial implant procedure. There are two medical device reports associated with this patient. This file is for left eye.